Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy. However, due to ongoing issues, the customer reverted to an alternate method of insulin therapy.